Manufacturer narrative:
Manufacturer's investigation conclusion: the reported a yellow wrench alarm on the mobile power unit (mpu) was not confirmed. The account communicated that the mpu (serial number: (B)(6)) would not be returned for evaluation; therefore, no testing could be performed. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. It was shipped on 24aug2020. Heartmate iii patient handbook (doc #10006136, rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the yellow wrench alarm on the mobile power unit, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an email received from chief of perfusion regarding patient's mobile power unit that was reported to have an active yellow wrench indicator. The unit was replaced. No additional information provided.